Event description:
Manufacturer reference number: 2017865-2021-29802. It was reported that the patient presented for a routine generator exchange procedure. Device interrogation prior to procedure revealed noise oversensing on the right ventricular and atrial lead. The physician elected to explant and replace both of the leads. The patient condition was stable.